Manufacturer narrative:
Instrument performance testing was out of specification. The field service engineer checked the laundry tubing, aligned sample and reagent probes, and determined that a tubing was kinked. The tubing and the gear pump pressure were adjusted. Instrument performance testing and qc were run and passed within specification. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results with ca2 calcium gen.2 on a cobas 8000 c 702 module. The sample initially resulted in a calcium value of 1.735 mmol/l and repeated as 2.363 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was reported outside of the laboratory. The calcium reagent lot number was 645909. The reagent expiration date was requested, but not provided.